Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. It was determined that the customer was not inserting the probe into the illuminator module for the radio frequency identification (rfid) in the probe to be recognized. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 6, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer not inserting the probe completely into the illuminator module. There were no problems found with the system¿s illuminator lamp. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the lamp is out on the illuminator. Additional information has been requested, but none has been received to date.